Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and alleged possible over delivery anomaly. The customer reported blood glucose value of 148 mg/dl and the hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-1884l, mmt-332a, mmt-242a. Troubleshooting was performed. Customer has been using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Mmt-1884l was requested and customer response was the device will be returned. Mmt-332a was requested and customer response was the device will be returned. No product return is required for mmt-242a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. No unexpected insulin flow block alarms noted during testing. Unit was successfully downloaded using thump software and carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. Pump was cut open to perform a visual inspection and found no moisture damage on the electronics, battery tube, motor, vibrator, and keypad assembly during visual inspection. P-cap locked in place properly during testing. The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail and pillowing keypad overlay. In summary, customer concern for low bgs /under delivery alarm is not confirmed. Unit functioned properly and passed all testing within spec. No alarms noted during testing [or in download history review.] Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.